Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025, the patient filled a new pod and wore it on the arm for approximately 4-24 hours. By the end of the day, she fell asleep, and upon waking, her blood glucose (bg) levels were elevated. She experienced severe symptoms including vomiting, sweating, and confusion. Bg levels were recorded at 500 mg/dl, later rising to 700 mg/dl at the hospital. Despite attempts to manage at home, her condition worsened. Around 3:00 am on (B)(6) 2025, her husband called an ambulance. She had removed the pod prior to arrival. The patient was admitted to the hospital and diagnosed with diabetic ketoacidosis (dka). She spent 24 hours in the ICU, receiving treatment with IV insulin, IV fluids, and electrolytes. The patient reported the cannula was bent, and stated it had been in her purse. It is unknown if the cannula was bent while in use, or after the pod was removed. On (B)(6) 2025, the patient was transferred to a regular hospital room, successfully applied a new pod, and continued treatment. She was discharged later that day in stable condition.